Event description:
Additional information was received from the patient. The patient reported that the cause of the difficulty communication was unknown. They reported that what most likely caused or contributed to this issue was that their program was changed at their (B)(6) 2025 visit. They reported that steps taken to resolve the issue included that on (B)(6) 2026 they had a visit with the physician assistant (pa) and manufacturing representative (rep) and the device seemed to be looking "ok." They reported that the issue had been resolve. The cause of the inability to feel the device was determined. They reported that what most likely caused or contributed to this issue was a change in the program. They reported that steps taken to resolve the issue included that the (B)(6) visit seemed to have resolve the issue. They reported that the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the communicator was not connecting to implanted neurostimulator. The patient stated the communicator was replaced a because the previous one was not powering on. The patient stated having issues with the new communicator for about 5 days. The patient tried the new communicator and saw on the handset, communicator updated. During the call, the patient was able to close out of all apps, turn the communicator off and back on, confirmed the communicator was not plugged into a wall, confirmed blue light was solid blue. The patient was not able to feel where the implant was because it was hard to feel. The patient tried to connect a couple times and was getting device not responding. The patient stated they will contact a friend and see if someone could help find the implant, if not resolved, redirected to their doctor. The issue was not resolved through troubleshooting. The patient reported a return of symptoms for the past couple months. During the day symptoms were not so bad but at night it was a problem.